Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized last (B)(6) for diabetic ketoacidosis; the customer stated that the infusion set may have been kinked. The customer also mentioned that the insulin pump had scratches on the screen, cracks in the casing, insulin squirting out during the priming process, the need for multiple rewinds, louder rewinds, and random no delivery alarms. The customer declined transfer to the 24-hour product helpline. No products were returned or replaced.